Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was interrogated to be placed in MRI mode and the device was found to be in safety mode. Technical services (ts) explain that programming is not available and that the device should be replaced and returned for analysis. Patient is device dependent. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was interrogated to be placed in MRI mode and the device was found to be in safety mode. Technical services (ts) explain that programming is not available and that the device should be replaced and returned for analysis. Patient is device dependent. No adverse patient effects were reported. Additional information was received that noted the safety mode caused unipolar sensing and assumed oversensing which led to pacing inhibition. Ultimately, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker was interrogated to be placed in MRI mode and the device was found to be in safety mode. Technical services (ts) explain that programming is not available and that the device should be replaced and returned for analysis. Patient is device dependent. No adverse patient effects were reported. Additional information was received that noted the safety mode caused unipolar sensing and assumed oversensing which led to pacing inhibition. Ultimately, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.